Event description:
It was reported that the right implantable neurostimulator (ins) appeared to have "lost its power" and it was not possible to interrogate it with the clinician programmer even after repositioning multiple times. It was noted the healthcare provider (hcp) was able to interrogate the left ins with the physician programmer and it was about 50% charged. The reporter stated that the patient thought the ins was recharged the day prior to the report and the patient usually monitored coupling while recharging. It was noted that the patient had not been getting therapeutic benefit and the patient¿s tremors had returned for quite a while. Troubleshooting was limited due to the unavailability of both a patient programmer and recharger. As such, the patient was going to be seen the following day to attempt recharging and troubleshooting the ins.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0546668v, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 64001, lot# n274558, implanted: (B)(6) 2011, product type: adapter. (B)(4).